Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "enteritis and vaginitis", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with 1.75ml of harmonyca lidocaine. Approximately one month post injections, the patient experienced non-device related ¿nasal contusion.¿ no treatment was provided. About one and a half month later, the patient experienced non-device related ¿enteritis and vaginitis (lower abdominal pain).¿ the following day, the patient was treated with levofloxacin tablets, metronidazole norfloxacin suppository, protect women and relieve blood clots and traditional chinese medicine. All three events are ongoing.